Event description:
In date (B)(6) 2024 our iraqi distributor informed us of a malfunction in which a motus ax medical device took fire. In the narrative provided it is reported the following: in date (B)(6) 2024 at the clinic grand safa clinic placed in karbalaa (iraq) it is reported that a device took fire while performing a treatment. The practitioner who was performing the treatment reported that they hear an explosion and seen smoke/fire coming out of the device. They left the room and called the firefighters. The fire was put out by firefighters who recorded their intervention on a dedicated report. Pictures of the clinic and the device has been shared with us in order to perform an initial investigation on the event as well as the firefighters report. By the pictures shared is clear that the device reported serious damage due to the fire. No person has been involved in the event (no person reported any direct or indirect injury due to the event). The actual device involved in the event is a deka motus ax with ref (B)(4). This model is not marketed in the us. Anyway, a similar device deka motus ax is marketed in the us with ref code m112b1 and 510(k) number (B)(4). Due to the fact that the UDI code of the involved device do not coincide with the model dedicated to the us market, it will be reported only in this section: device name: motus ax. Ref: (B)(4). Serial number: (B)(6). UDI: (B)(4). The present adverse event has been evaluated as a reportable, in accordance with us FDA 21 cfr part 803 because the event represent a malfunction that could possibly lead to serious injury in case it will recur.

Manufacturer narrative:
We as manufacturer of the device involved in the event performed our own investigation based on the information gathered by our distributor. All the available picture, videos, documentation has been thoroughly analyzed in order to be able to determine the cause of the fire. Despite our efforts it is impossible to investigate the event without the device at our headquarters. We requested the return of the device to the distributor but we have not yet received the device back. Based on that it is not possible to conclude our own investigation. A dedicated follow up report will be prepared and sent to the us FDA within 30 days since the date in which we receive the device back to our headquarters.

Manufacturer narrative:
We as manufacturer of the device involved in the event performed our own investigation based on the information gathered by our distributor. No other information since the initial report has been retrieved that could make our own investigation more detailed, in order to determine the root cause of the event. We attempted several times and methods in order to receive the burned device back for further analysis, but it was impossible. The clinic disposed of the burned device. In order to determine the eventual cause (considering that the actual device invovled in the event was impossible to be retreive) of the fire several components that are used in the device has been tested. Particularly the water heater and the capacitors. More specifically the main tests performed on the heater was in a condition in which it was deliberately powered constantly without any water flowing through it. The result of the test performed is that the heater stopped working without any fire or spark. For what concerns the capacitors those has been tested by overpowering them deliberately. The results of the test noted that the safety valve present on the top of the capacitor engaged by releasing a high flow of smoke. It has been evaluated that, an eventual unscrewing of the cathode and anode bolts could have generated sparks (cause of ignition). The datasheet of the capacitor identifies the liquid present on them as a nonflammable mixture. In order to duly test that the liquid present on the capacitor is not flammable (in order to exclude that the conditions of spilling of capacitor's liquid and sparks could have not generated the fire - double failure condition) the capacitor has been sectioned and subjected to a direct flame. The results came out that the capacitor does not ignite despite the presence of a direct flame. The other components present on the device has been evaluated as not relevant for the ignition of a fire. That said, it was impossible to determine the exact root cause of the event. Anyway, no design deficiency has been found to be contributory to the event. The present report has to be considered as a final report unless us FDA have further questions.